Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device could not be provided for evaluation. The imaging provided shows the rod slip and loss of correction on the left side, at the base of the construct, where the rod had dissociated with the screw. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there is a creo locking cap has broken post operatively. This event occurred in germany.